Event description:
It has been reported to philips that the footswitch was not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the pedal on the wired footswitch that can be used to switch the room light on and off was not working. The system was not in clinical use. A philips service engineer inspected the system onsite and identified that the pedal was incorrectly configured, there was no malfunction of the system. He configured the pedal to be used as a light switch and returned the system to use. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable. Updated codes based on investigation.